Manufacturer narrative:
Awaiting product return to conduct quality evaluation.

Event description:
Consumer reports using ace heat therapy patch burned her skin. The burn required ten days of treatment with silver sulfadizane as prescibedy by her physician.